Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of 347 to 196 mg/dl at the time of the incident. The customer experienced symptoms such as high ketones. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer after having the highs, their levels fell to 40, 52, and then went to 252 mg/dl. Customer keeps getting insulin flow blocked alarms and had a bent infusion set cannula. The infusion set will be returned for analysis.